Event description:
A male pt contacted lifecor customer support to report that when he woke up, his monitor was off. Support had him reinsert the battery pack and the device came on normally. Support sent the pt a replacement monitor and battery packs.

Manufacturer narrative:
Device eval summary: device eval of monitor has been completed. The reported problem was confirmed. Monitor was found to have a broken case. The case was split at the seam by the battery well. This allowed the battery pack to slide around within the well and not make good contact with the monitor. The monitor was repaired. The monitor was retested and restocked. The root cause of monitor's cracked seam was likely due to patient abuse. The patient probably dropped the monitor causing the monitor to break. No adverse event resulted from the damaged monitor. Patient received a replacement monitor.